Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss or change of therapy. The patient does not feel stimulation and the therapy is on. There are no falls reported that could be related to the issue. It was reported that this was a sudden change in therapy/symptoms. The patient stated that their symptoms have not been helped since ¿about 2 days after the implant ((B)(6)), it worked at first but then it stopped and [the patient has] to turn it up to 1.9v but it is not working¿. The patient did not feel stimulation at the time of the report and the stimulation was turned on. The patient turned the stimulation up to 2.1v on the call and felt stimulation. The patient called back 6 days later and again said they do not feel the stimulation and that their symptoms have gotten worse. The patient stated they got up every 2 hours the previous night. The patient reported they turned the stimulation up to 2.5v that morning. The patient increased the stimulation to 3.1v and felt stimulation in the rectal area. The patient has an appointment with their doctor on (B)(6).